Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder remained activated and began glowing red. The user removed it from the leg and used a replacement kit to complete the procedure. The hospital reported no pt effects. Product is returning. The rptr stated that the extension cable was brand new, so qa did not request it to be returned.